Manufacturer narrative:
Manufacturer's investigation conclusion: the mobile power unit (mpu), serial (B)(6), was evaluated at the service depot following being returned for an unknown reason. A review of the submitted controller event log file spanned approximately 5 days ((B)(6) 2025 per time stamp). There were no notable alarms related to the mpu active in the log file. During the evaluation of the returned mpu, serial (B)(6), the unit was powered on and went through the bootup sequence as intended. The patient cable and ac power cord were inspected and found to be in good condition. The unit was plugged into power and powered on as intended. The mpu was connected to a mock loop and ran without issue. The cable was manipulated, and no alarms were active. The unit was then functionally tested and passed all tests per mp, heartmate mobile power unit service process. The unit was returned to the customer and is ready for use. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no response was received. There were no reported issues with the returned mpu. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate 3 instructions for use, rev. D section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook, rev. A section 5-¿alarms and troubleshooting¿ explain how to troubleshoot all alarms. Heartmate 3 patient handbook, rev. A and heartmate 3 instructions for use (IFU), rev. D section 3 ¿powering the system¿ explain all the mpu alarms. This section states ¿the yellow wrench symbol illuminates when the mobile power unit detects a mechanical, electrical, or software issue with the system. This is an advisory alarm. When the yellow wrench illuminates, switch to two fully-charged heartmate 14 volt lithium-ion batteries.¿. This section informs the user of the proper actions to take if the yellow wrench alarm activates. This section also informs the user to inspect the mpu patient cable and ac power cable for damage daily, and not to use the mpu if either cable shows signs of damage. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
A mobile power unit (mpu) was returned for an unknown reason.